Manufacturer narrative:
Vendor of component carbon steel surgical blade, cincinnati surgical, has declined to file an MDR on this issue. Cardinal health is filing as the convenience kit package. Surgical states: all information available at this time indicates the blade broke due to user error. Inventory lots for this component were reviewed by the vendor and there is no record of abnormalities during the manufacturing and no other reported incidents of any other blades having broken during use. Therefore, there is no course corrective action to be taken at this time.

Event description:
During a left hip surgical procedure, the surgeon was cutting the bone with the #10 surgical blade, and the blade broke because of the pressure and the bending. A part of the blade fell into the operative site. The doctor could not find the blade by doing a fluoroscopy and closed the surgical site. Several days later, the blade was visualized during a second fluoroscopy. The pedent was reopened and the blade removed.